Event description:
Nurse reported that during a pt treatment on a system 1000 hemodialysis device, air was introduced into the arterial bloodline for an unknown reason. The device air detector alarmed and the line clamp closed however, air was observed past the air detection line clamp. There was no pt injury or medical intervention associated with this incident.